Event description:
The account alleged that the head section sticks in the upright position and will not lower. No pt impact.

Manufacturer narrative:
The technician replaced the gas springs to resolve the issue.